Manufacturer narrative:
Sample received at investigation site in used condition, without the original packaging accompanied with certificate of decontamination. There is no root cause for this event since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. No lot number was provided; therefore, device history record review could not be completed. PMA/510k was unknown. No product information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not inflating symmetrically. No patient injury was reported.